Event description:
A reporter called to submit a report about her adverse effects from her breast implants. She said she started having pain about a year ago. She went to see a doctor and an MRI was ordered. She had an MRI done on (B)(6) 2024. The MRI showed that her left breast implant was split in half. She also said her right implant is hurting her as well. This past friday, she has learned that her breast implants have been recalled. She said in the last few years, her breasts have been sagging and they look deflated. She also said in the past year she has been experiencing fatigue. Now she wants the implants to be removed. However, as of now she has not found anyone to explant her breast implants. Reference reports: mw5154422.